Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the surgeon believes the frame was moved which resulted in inaccuracies. The site continued to have the I/o alert pop up on the navigation system during transfer.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found the behavior described was the intended behavior of the software. Software was functioning as designed. Inaccuracy did not occur for this case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional software analysis was performed. The issue was determined to be caused by a software anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: sftwr 960-152 media. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that the site took an imaging system spin and it displayed 1 cm off. It appears that it happened on the first spin of the day. The subsequent spins did not have an inaccuracy issues. There was a less than 1-hour delay to the procedure and no impact on patient outcome.